Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of the event was reported as an unknown date in (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not spike. During spiking, the rubber stopper on a non-baxter vial dislodges. The event occurred during set up; therefore, there was no patient involvement. No additional information is available.